Event description:
It was stated that the customer was hospitalized for high blood glucose. No readings were reported. It was stated that the customer was also vomiting and had strep throat. Troubleshooting was performed and the insulin pump passed the prime test and the self test. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.